Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that the application on the system pc was failed to start properly. Upon troubleshooting actions, fse identified that the suite pc was unable to communicate with the device. Fse reinstalled the operating system (os) and applications and restored backup. After reinstalling the operating system (os), the system was returned to use in good working order.